Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the device was manufactured prior to the countermeasure been applied on the dr board and the issue occurred due to the dr board failure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of not image due to a faulty patient board set. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system had no image. There was no harm or user injury reported due to the event.